Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. Visual and microscopic inspections were performed and noted broken occluder feet. Functional tests were performed including clear passage testing, integrity of the seal surface test, and torque engagement and no issues were noted. During underwater pressure leak testing and the clamp function test, a leak was observed through the broken occluder feet. The reported condition was verified. The cause of the condition could not be determined. A CAPA was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). An event indicative of a potential malfunction of the disposable minicap transfer set was identified. A sample of the device was not received and device analysis cannot be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of lot h14a09029. Should relevant additional information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced a leak at the unknown location of the transfer set. There was patient involvement; however there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.